Manufacturer narrative:
The thermogard xp ivtm console ((B)(4)) was evaluated customer site. The customer reported issue of thermogard displayed airtrap error message was confirmed during the initial functional testing. The air trap sensor block was cleaned. Following the cleaning, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. During visual inspection no physical damages were observed. Archive event log data was downloaded and noted no mid 09 (air trap assembly) error messages. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
Biomed requested a field service for thermogard console ((B)(4)) due to an air trap error message. No patient was involved with this event. No further information was provided.